Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. However, the insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during our testing. No damage was found on the lcd isolation tape noted. No a13 alarm, no a17 alarm and no a21 alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer did not have a new battery to test with the pump. Customer placed battery back in the pump then got an unexpected restart alarm and when she pressed the act button she got multiple alarms. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer checked alarm history and found multiple alarms, unexpected restart, watchdog time out and external ram crc error alarm. Customer stated the alarm is recurring during normal pump use. The customer was advised that the device would be replaced.